Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was recommended for replacement to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in unit shutdown during a case. The patient was switched to an ambu bag, unit recycled, and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer:hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.